Event description:
It was reported that the patient was presented for a routine generator change. It was noted that the right ventricular (rv) lead had episodes of inappropriate antitachycardia pacing caused by lead noise. It was also noted that the rv lead had low pacing, low defibrillation impedance, and no capture. X-ray confirmed that the lead was dislodged in the pocket and that the patient had a history of twiddlers syndrome. The patient also experienced bradycardia.